Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc catheter. The returned product sample was evaluated and two longitudinal splits were observed between the 7 cm and 8 cm depth markings and between the 8 cm and 9 cm depth markings on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported perforation of PICC at 8cm. Cannulated on (B)(6) 2024 with no puncture or catheter progression. Maintenance and care provided by family member, nurse, reports no occlusion problems or other complications at any time. The patient was referred to the eiav by the oncology day hospital. They commented that, when salinisation was performed according to protocol, liquid refluxed from the catheter exit orifice. They checked that when saline was infused, it did indeed reflux through the exit site. Arm without oedema, puncture site without signs of flogosis, correctly occluded with chlorhexidine gel dressing. 4 october remove dressing, perform dressing and begin to remove the catheter while infusing saline, checking the existence of a fissure in the PICC near the 8cm mark through which the saline infusion is refluxing. He removes the catheter and schedules the patient for a new PICC line, as he has not yet finished the prescribed chemotherapy treatment. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter was placed (B)(6) 2024. Target catheter to vein ratio <45%. Total length of catheter: 38cm. PICC inserted in axilar derecha. 2cm exit site markings. Saline used to lock catheter between use. Securacath placed between 0-2cm. PICC dressed straight along patient¿s arm. PICC used for oncology treatment: adriamicina, ciclosfofamida, paclitaxel, dexametasona y ondansetron. Leak was identified when visible liquid in the moment of washing catheter of saline. Break was internal at the 8cm mark, 52 days after insertion. Chlorhexidine solution poured from a bottle used to clean catheter site during dressing change.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported perforation of PICC at 8cm. Cannulated on (B)(6) 2024 with no puncture or catheter progression. Maintenance and care provided by family member, nurse, reports no occlusion problems or other complications at any time. The patient was referred to the (B)(6) by the (B)(6) hospital. They commented that, when salinisation was performed according to protocol, liquid refluxed from the catheter exit orifice. They checked that when saline was infused, it did indeed reflux through the exit site. Arm without oedema, puncture site without signs of flogosis, correctly occluded with chlorhexidine gel dressing. On (B)(6) remove dressing, perform dressing and begin to remove the catheter while infusing saline, checking the existence of a fissure in the PICC near the 8cm mark through which the saline infusion is refluxing. He removes the catheter and schedules the patient for a new PICC line, as he has not yet finished the prescribed chemotherapy treatment. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter was placed on (B)(6) and removed on (B)(6) 2024. Target catheter to vein ratio <45%. Total length of catheter: 38cm. PICC inserted in axilar derecha. 2cm exit site markings. Saline used to lock catheter between use. Securacath placed between 0-2cm. PICC dressed straight along patient¿s arm. PICC used for oncology treatment: adriamicina, ciclosfofamida, paclitaxel, dexametasonay ondansetron. Leak was identified when visible liquid in the moment of washing catheter of saline. Break was internal at the 8cm mark, 52 days after insertion. Chlorhexidine solution poured from a bottle used to clean catheter site during dressing change.